Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The pin broke off pin driver and bent during usage. It was left in patient.

Manufacturer narrative:
The complaint is not confirmed because the broken tip wasn't stayed implanted in the patient. (B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
The pin broke off pin driver and bent during usage. It was not left in patient.